Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding postoperatively secondary to dieulafoy lesions. The patient had dark black stools and a hematocrit of 25.9% on (B)(6) 2016. Anticoagulation was adjusted and aspirin was discontinued due to the gastrointestinal bleeding. The patient's inr goal was decreased to 1.5-2.0. The patient had a history of guaiac positive stool and recurring anemia most likely form a gastrointestinal source. The patient is maintained with extra strength proton pump inhibitors. No further information was provided.